Manufacturer narrative:
The holes tip suction tube (mco770l30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation found that the stem of the suction tube was broken at the base of the handle at the weld. Root cause analysis: it was determined that an error in the handling of the instrument by the customer, an excessive force was applied leading to stem breakage.

Event description:
It was reported that during surgery, the welding between the handle and the stem of the holes tip suction tube (mco770l30) broke. The surgeon had to use another product. This led to a loss a time; however, the delay was inferior to 30 minutes. It was reported that there was no consequences for the patient.

Manufacturer narrative:
It was reported that the number of uses for the instrument is unknown and cannot be estimated. It is noted that the device was manufactured one year ago.